Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. Device received with broken battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirt out. The customer blood glucose level was unknown. Customer stated that the insulin squirt out during prime instead of dripping. The device will not be returned for analysis.